Event description:
It was reported that the device displayed question marks on diagnostic reports when interrogated; the diagnostic data was corrupted. It was noted the patient had received radiation therapy. No electrical resets were noted and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. If information is provided in the future, a supplemental report will be issued.